Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing severe chest pain with simultaneous low flow alarms. Flow was in the mid 1-2 liters per minute (lpm) range. The patient had an ischemic history so emergency medical service (ems) was called and the patient was sent to the emergency room (ER) on (B)(6) 2022. 500 milliliters of intravenous fluid were given in the ambulance. In the ER mean arterial pressure (map) was in the low 80's and lab work was unremarkable. Chest pain resolved with morphine and nitro with increase in flow to 2.9-3.4 lpm. Log file review confirmed low flow alarms on (B)(6) 2022 which did not appear to be the result of any ventricular assist device (vad) related issues. The patient was taken for right heart catheterization and wedge pressure was 20 so hemodynamics did not demonstrate hypovolemia. The patient was awake and alert but continued to have chest pain on (B)(6) 2022. Around noon, pump speed was increased to 5600 rotations per minute (rpm) and hematocrit was decreased to 20% to lessen the low flow alarm burden. Additional log file review captured low flow events throughout the event history in addition to low speed advisories caused by pump speed being manually set below the low speed limit of 4800 rpm for a brief period. Additional information was received that the low flow alarms were caused by an outflow graft twist. The patient refused surgery or intervention and was subsequently placed on comfort care by their family. Right heart catheterization (rhc) showed elevated right and left sided filling pressures. Mild post-capillary pulmonary hypertension (phtn) was noted with mean pulmonary artery pressure ( mpap) of 34, transpulmonary gradient (tpg) 12, and pulmonary vascular resistance (pvr) 2.1. The patient ultimately expired on (B)(6) 2022 and the device was not returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft twist could not be confirmed through the evaluation of the submitted image. Review of the submitted log files confirmed low flow alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, the account reported that the cause of the low flow events was due to the outflow graft twist. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported pulmonary hypertension and chest pain could not be conclusively determined through this evaluation. The controller event log files contained overlapping data from 13mar2022 through 17mar2022. Intermittent low flow alarms were captured beginning on 16mar2022 which continued throughout the rest of the log file. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Based on the periodic log files, no overall downward trend in estimated flow was observed preceding the events. The account provided a computed tomography (CT) image of the pump/outflow graft; however, the reported outflow graft twist could not be conclusively confirmed. While the image did show the portion of the outflow cannula covered by the bend relief, the shape of the underlying graft could not be determined. Additionally, the presence of an outflow graft clip could not be conclusively confirmed. It was reported that heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), would not be returned for evaluation. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available section 1 of the IFU, ¿introduction¿, lists potential adverse events including, hypertension and death, which may be associated with the use of heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the IFU, ¿surgical procedures¿, includes instructions for installing the outflow graft clip, and states to attach the outflow graft clip to prevent post-operative outflow graft twisting. This section further warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. Section 6 of the IFU, ¿patient care and management¿ (under ¿blood pressure measurement¿), states that adequate therapy for post-implantation hypertension should consistently maintain the mean arterial blood pressure below 90 mm hg. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Outflow graft clip addendum to the hm3 lvas IFU rev. A and hm3 lvas IFU rev. B have been released, following the implementation of a CAPA, and include instructions for installing the outflow graft clip. Additionally, several sections of the hm3 IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17may2019. No further information was provided. The manufacturer is closing the file on this event.